Event description:
It was reported that the pt has been experiencing elevated blood glucose of up to "hi" mg/dl since (B)(6) 2012 and they believe the infusion device delivers too little insulin. His blood glucose was lowered by injecting insulin via pen and switching to the backup infusion device. His insulin cartridge is changed every 30 days. It was recommended that they use partially filled insulin cartridges. His normal blood glucose level is 120 mg/dl. He recently had tonsillitis and was on an antibiotic until (B)(6) 2012. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.